Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the pt experienced weight loss, continuous pain and a growth. Additional surgery was performed on (B)(6) 2011. Preoperative diagnosis: flank incisional hernia with incarcerated bowel, status post left open adrenalectomy.